Event description:
No injuries [no adverse event] brush head doesn¿t stay attached to hand piece - oral-b [device breakage]. Case narrative: 31-year-old male consumer via phone stated that the oral-b toothbrush head did not stay attached to oral-b pro 2 2000 toothbrush hand piece. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
No injuries [no adverse event]. Brush head doesn¿t stay attached to hand piece - oral-b [device breakage] case narrative: 31-year-old male consumer via phone stated that the oral-b toothbrush head did not stay attached to oral-b pro 2 2000 toothbrush hand piece. No injury was reported. 14-aug-2023 case update: the suspect product lot was 2bb04951939. No injury was reported. 04-sep-2023 case update from information initially received on 14-aug-2023: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported.